Event description:
The manufacturer's representative reported that the patient was experiencing increased tone but no withdrawal. An x-ray taken revealed that the catheter was broken at the entry to the spine. The patient was receiving baclofen via the pump; concentration and daily dose are unk. The patient was given supplemental oral baclofen while waiting for catheter revision. The catheter was revised in 2006. Rep is not sure if the catheter was removed or left in the patient. Reference MFR's rpt# 6000030-2006-01721.